Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was partially deployed. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received partially deployed from the distal end of a microcatheter. The stent was loaded on the stent delivery wire (sdw). The introducer sheath was not returned. Struts of the stent had pierced though the lumen of the microcatheter. The stent was unable to be advanced or retracted, likely due to the exposed struts. The stent was able to be manually removed from the microcatheter. The stent was deformed. The sdw was kinked/bent at the distal end. During functional inspection, the stent was unable to be advanced or retracted and was unable to be fully deployed due to the struts that had pierced through the microcatheter lumen. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent failed/unable to deploy' was confirmed. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained. It was reported that ¿following standard procedures, the stent was delivered through the microcatheter to the anterior communicating artery. The physician then retracted the microcatheter to deploy the stent, and the distal end of the stent opened smoothly. The physician continued to retract the microcatheter, but when attempting to fully deploy the stent, it was found that the microcatheter could not be retracted. Despite repeated attempts to retract it, the stent remained stuck inside the microcatheter, and the microcatheter could not be retracted to deploy the stent. Subsequently, the physician withdrew both the stent and the microcatheter out of the body together. After that, a new stent of the same catalog and a microcatheter were replaced. The new stent was then successfully pushed to the target site and deployed.¿ the patient's anatomy was reported to be moderately tortuous. The stent was received loaded on the stent delivery wire (sdw), partially deployed from the distal end of a microcatheter. The introducer sheath was not returned. The stent was unable to be deployed by advancing the sdw as struts of the stent had pierced though the lumen of the microcatheter. The stent was able to be manually removed from the microcatheter and was noted to be deformed. The sdw was kinked bent at the distal end. Based on the deformation noted to the stent and the lack of return of the introducer sheath, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved either proximally or distally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent could partially deploy into the gap (created by proximal sheath movement), or the stent could become damaged as it passes through the deformed distal tip opening of the sheath (due to distal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. While attempting to deploy the stent, as the microcatheter was retracted, the deformed stent is likely to have damaged the microcatheter lumen, preventing further retraction and deployment. This, along with the reported tortuosity of the patient's anatomy, may have contributed to the difficulty experienced in advancing and attempting to deploy the stent. An assignable cause of procedural factors has been assigned to the as reported stent failed/unable to deploy and as analyzed stent failed/unable to deploy, stent deformed, sdw kinked/bent, stent partial deployment as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.